Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. Two kinks were observed on the catheter. One kink on the catheter tubing near the y-fitting approximately 75.7cm from the iab tip, the other was on the inner lumen within the membrane approximately 26.4cm from the iab tip. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded form the pump. Conclusion: the reported problem could not be duplicated during testing. We are unable to determine when the kink occurred; however, if the kink occurred during the procedure in could restrict the gas flow through the iab which could cause the reported alarm. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
Received a phone call from the department of intensive internal medicine of a hospital; during the last few days there has been an unpleasant event - an iab deflated without reason. The balloon was removed and replaced with a new one. The hospital saved the damaged balloons. Iab data sheet received on (B)(6) 2012: during CPR the hospital noticed alarm: massive gas loss or something similar. The staff filled the balloon once more and it started to work. After 20 minutes the patient died. The balloon was withdrawn and sent to the manufacturer. "The hospital didn't connect the patient death with the event." Written in question "was there any patient injury or death resulting from the above event?" And "no" is checked.